Event description:
This 79 year old, male patient had a right knee tka on (B)(6) 2019. The patient complained of pain and was revised on (B)(6) 2022 due to the current insert not being fully locked in and becoming disassociated. The surgeon revised the patient to a size 5/19mm. There is no reported breakage of the device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
Pending device return and evaluation.

Manufacturer narrative:
H3: the revision reported was likely the result of the not fully seating the tibial insert in the tibial tray at the time of implantation, imbalanced flexion-extension gaps, instability based on the surgeon¿s decision to upsize the tibial insert from a 13mm to a 19mm, patient-related conditions, an unreported post traumatic event, or any combination of these possibilities, which led to tibial insert disassociation. H7: z-0023-2022.

Manufacturer narrative:
H3: the revision reported was likely the result of the not fully seating the tibial insert in the tibial tray at the time of implantation, imbalanced flexion-extension gaps, instability based on the surgeon¿s decision to upsize the tibial insert from a 13mm to a 19mm, osteolysis, patient-related conditions, an unreported post traumatic event, or any combination of these possibilities, which led to tibial insert disassociation.

Event description:
As reported, approximately three years post patient's right knee revision, the 75 y/o male patient intraoperative findings revealed a moderate amount of noninfected appearing joint fluid. There was synovial hypertrophy consistent with polyethylene wear. The polyethylene liner was dislodged from the tibial locking mechanism. There was severe backside wear of the polyethylene liner without significant wear on the articular surface of the polyethylene. Femoral component was well fixed and in good position as was the patellar component. The tibial component had a osteolytic lesion under the medial aspect of the tibia encompassing about 20 to 25% of the supportive surface of the implant. The tibial component was solidly fixed and retained.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: g3/g4, h6. The following sections were corrected: h6. MDR section codes updated/corrected: a, b, c, d, e, f, g. The revision reported was likely the result of not fully seating the tibial insert in the tibial tray at the time of implantation, instability based on the surgeon¿s decision to upsize the tibial insert from a 13mm to a 19mm, imbalanced flexion-extension gaps, patient-related conditions, an unreported post traumatic event, osteolysis, or any combination of these possibilities, which led to tibial insert disassociation. Additional reasons for the reported revision may be prosthesis wear and inclusion of the polyethylene in the packaging recall. However, the reported prosthesis wear could not be confirmed. Potential contributions of user and patient-related considerations to the event could not be assessed. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.